Manufacturer narrative:
On 6/21/2017 - it was determined that this file was opened in error. There are no complaints associated with sn: (B)(4), MDR-1028232-2017-02000.

Event description:
This lead was explanted due to noise and oversensing. Should additional information be received, this file will be updated.